Event description:
A customer reported experiencing cgm error 42 on their pump, which had previously been reported multiple times. There was no adverse impact to the customer¿s blood glucose level. The customer was advised by technical support to replace the pump and continue using their current pump as a backup therapy. They were also instructed on how to put the pump into storage mode and to return it to tandem within 10 days using a pre-paid label.